Event description:
It was reported that the right ventricular defibrillation lead triggered the lead integrity alert due to oversensing, noise and a suspected lead fracture. The frequency of the lead monitoring has increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay melted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right ventricular defibrillation lead triggered the lead integrity alert due to oversensing, noise and a suspected lead fracture. The frequency of the lead monitoring was increased. It was later reported that the lead was partially removed and capped. No patient complications have been reported as a result of this event.